Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead "sensing was bad." The lead dislodged. During the procedure to reposition the lead, the physician found there was a deformation. The lead was explanted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.